Event description:
The affiliate reported: during the procedure, the ventricle shunt tube end interface was broken and disconnected. The surgeon changed another one to complete. No adverse event on the patient. (During use on patient) (B)(6) 2013 affiliate was asked if there were any delays in surgery as a result of this incident. (B)(6) 2013 the affiliate stated that the delay was less than 30 minutes. (B)(6) 2014 based on the new matrix that went into effect on (B)(6) 2013 this complaint is considered a reportable event classified as a malfunction

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and no defects were noted. A leak was noted at the proximal connector. The connector was pulled free from the silicone housing and examined. The connector and the form in the molded silicone housing were not damaged. The silicone housing has taken the form of the connector. The connectors are molded into the silicone housing and a pull test is done on each lot then lots are tested for leaks at 100%. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause of the problem reported by the customer could be due to wrong handling, but this could not be confirmed. Trends will be monitored for this and similar complaints. At the present time the complaint is considered closed.